Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer the nurse, a cvicu rn, called for assistance with an unable to calibrate fiber optic sensor alarm and a touchscreen issue on a cardiosave during use; no patient harm or injury was reported. The nurse stated the patient had been there for a while and recently received the alarm, and the nurse was not able to calibrate the catheter. There were no visible numbers on the pump screen. Troubleshooting determined the patient had a low pulse pressure secondary to ECMO. The engineer discussed the nature of the alarm, and the nurse attempted to flush the inner lumen in standby, restart therapy, and calibrate the catheter. The nurse was unable to calibrate the pressure because the touchscreen button would not register touch. The engineer had the nurse clean the screen with a tech-safe wipe, but the calibrate pressure button still would not function. The engineer had the nurse unplug the fo cable and transition to the transducer source. At that time, the calibrate pressure button changed to the zero pressure button but still did not register touch. Complaint information was obtained. The nurse requested a pump for exchange and declined the engineer¿s support in transitioning to the new pump. The nurse agreed to label the current pump with the issue and set it aside for biomed to service and to call the engineer back with any issues in the exchange. The nurse was appreciative of the support and denied any additional needs. The engineer did not hear back from the nurse throughout the shift.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported through the emergency support program that the cardiosave intra-aortic balloon pump (iabp) displayed an ¿unable to calibrate fiber optic sensor¿ alarm and experienced a touchscreen malfunction during use. No patient harm or injury was reported.